Manufacturer narrative:
Batch review performed on 27-january-2021: lot 131758: (B)(4) items manufactured and released on 18-jul-2013. Expiration date: 31-may-2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other reported event.

Event description:
Revision surgery performed after 6 years from the primary surgery due to aseptic loosening of the stem.